Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that it was not able to go into the normal operational mode. The stm replaced the executive processor board to resolve the issue, and the iabp passed all calibration, functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut off. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.